Event description:
This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00649, 1038671-2017-00651 and 1038671-2017-00652.

Manufacturer narrative:
Upon review of all the available information, the reported revision was likely the result of failure of the cement mantle between the implant and the bone which led to aseptic (non-infected) loosening of the tibial component. Postoperative counseling and care are important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. This device is used for treatment not diagnosis. No information, asked not provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of right knee components due to aseptic loosening of the tibial tray.